Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had up and down button not responding, sticky buttons and battery cap was damaged. Customer¿s blood glucose level was unknown. Customer was also reported that cracks and scratches on the reservoir slot and screen. Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.